Manufacturer narrative:
Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the artificial urinary sphincter (aus) cuff had a hole and due to this, there was fluid loss. The patient experienced incontinence again. A surgical procedure was performed to replace the system. There were no further patient complications.